Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received reporting that a 51-year-old patient treated on (B)(4) 2024 in interventional neuroradiology for early recanalization of an unruptured aneurysm of the ophthalmic segment of the left internal carotid artery initially treated with coils. Approach through the right radial artery by introducer prelude ideal 7f 23cm and placement of a 7f rist guide catheter. A third pipeline vantage 4x20 flow diverter (batch b631830) was then installed in front of the collar. During the release, it is found that the stent has a proximal opening defect with a device attached to the guide. Performing maneuvers with the microcatheter in order to release the guide. On angiographic control, the stent is slightly open proximally. Antegrade catheterization failure. Under these conditions, puncture under ultrasound of the right femoral artery with placement of a neuron max 6f into the right internal carotid artery. Catheterization of the stent using an eclipse 2l 6 x 15 balloon microcatheter and a synchro support guide by retrograde route through the anterior communicating artery and performing an intra-stent angioplasty. There were no consequences for the patient.

Event description:
Medtronic received a report that a pipeline experienced fishmouthing. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The pipeline had fishmouthed at the proximal end and stayed attached to the pushwire. It was impossible to release. Multiple attempts were made to detach it with resheatings. Finally it deteached with a big fishmouth. The fishmouth made it impossible to go through the catheter. The physician had to go through the other side through the communicating artery to put a balloon inside. The procedure took 3hours and 30 minutes to complete. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.